Manufacturer narrative:
Analysis confirmed that the cable had a positive electrode open circuit. The cable was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
The cable was returned to service and subsequently tested out of specification during manufactures analysis. There was no patient involvement.